Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture thresholds. In addition, this rv lead triggered an alert for amplitude out of range and right ventricular automatic threshold (rvat) greater than programmed amplitude or suspended. There was a drop in rv sensing and increased in thresholds measurement. The rvat was unsuccessful due to low evoked response (ER). The plan is to have the patient come in for an in-clinic office visit for a lead assessment. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture thresholds. In addition, this rv lead triggered an alert for amplitude out of range and right ventricular automatic threshold (rvat) greater than programmed amplitude or suspended. There was a drop in rv sensing and increased in thresholds measurement. The rvat was unsuccessful due to low evoked response (ER). The plan is to have the patient come in for an in-clinic office visit for a lead assessment. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture thresholds. In addition, this rv lead triggered an alert for amplitude out of range and right ventricular automatic threshold (rvat) greater than programmed amplitude or suspended. There was a drop in rv sensing and increased in thresholds measurement. The rvat was unsuccessful due to low evoked response (ER). The plan is to have the patient come in for an in-clinic office visit for a lead assessment. No adverse patient effects were reported. This rv lead remains in-service.